Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per (B)(4), reported through the FDA voluntary event reporting process, the manufacturer was informed that during a central venous access for fluid resuscitation and medication administration procedure that a line was dislodged and a patient exhibited swelling around the site. A line was placed at the left femoral groin vein (ultrasound guided) by emergency department resident. The patient was extremely edematous upon arrival and had liver and kidney failure from chronic alcohol abuse. The line was placed, blood was easily drawn from the line and intravenous fluid (ivf) flowed freely to gravity. The patient went for a CT of the abdomen/pelvis, then to ICU where some swelling was noted around the site upon arrival. The CT of abdomen/pelvis was resulted and showed the line tip was in the vessel, but not completely in with a fluid collection (infiltrate) of fluids and meds around the site. It was unsure if the line was dislodged while moving patient to and from the CT scanning table. However, the patient was normotensive upon arrival to iu, but lines were moved to the intraosseous (io) while a new central line was placed on the right subclavian (left groin catheter was removed). The patient passed the next day from severe sepsis due to preexisting comorbidities. It was reported by the facility that this event did not contribute to the patient's death.

Manufacturer narrative:
Clinical assessment: it was reported the patient expired from different causes, this event didn't contribute to his death. Due to the available information it is reasonable to suggest that the root cause of the dislodged line might be associated with the surgical procedure(s), tests / maneuvers that patient underwent in emergency services and the eventual pre-existing patient conditions. Investigation - evaluation: a review of the complaint history, documentation and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. A review of the instructions for use (IFU) for the potential triple lumen central venous catheters all state under the warnings: catheter tip position should be monitored by x-ray on a routine basis. Under the precautions for the catheters it states: patient movement can cause catheter tip displacement. Additionally all the IFU's have instructions for proper placement of the device. Based on the information provided, no product returned and the results of our investigation, use error caused or contributed to event. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.